Event description:
A patient was undergoing laparoscopic cholecystectomy. During procedure, the surgeon was using an endoclip to each branch of the cystic artery which was individually clipped and divided. The surgeon noted the stapler was very difficult to work. A window was created behind the cystic duct to the liver bed. The cystic duct was then doubly clipped and divided. Stapler kept and given to autosuture representative for product evaluation.